Event description:
Clip device was inserted through scope into patient sigmoid, tissue was grabbed, and md asked to deploy. Tech deployed but clip would not disengage from deployment device, device removed from patient with clip hanging on the end of the device, intact. Another clip was opened, no issues, a third clip was opened again would not deploy and removed intact. A forth clip opened and deployed no issues.